Event description:
The complainant alleged that while attempting to defibrillate a pt, age unk, the device inappropriately delivered a second shock to a pt who only required one shock. The complainant alleged that the device was initially charged to 120 joules and discharged. However, within 3 seconds the device inappropriately self charged and delivered a second shock. Complainant indicated that it was evident that the pt was shocked twice because of pt movement during the discharges as well as two shocks being recorded on the device's summary report. The complainant indicated the pt was successfully converted on the first shock and there was no adverse effect to the pt as a result of the second shock.